Manufacturer narrative:
The authorized service provider (asp) determined the touchscreen needed to be replaced. The asp replaced the touchscreen, and the issue was resolved.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer reported the touchscreen malfunctioned and would not accept calibration. There was no patient involvement.